Manufacturer narrative:
Product was not returned to the manufacturer . The implant was discarded by the hospital. No visual examination could be performed. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. According to available data, review of the case assessed that the event could be due to mishandling when removing the cartridges .and points out that the surgeon probably did not follow the instructions mentioned in the surgical techniques . However , for the lack of information received from the reporter this hypothesis could not be validated. The cause for the device disassembly is unknown. Requests for additional information did not receive a response. The investigation found no evidence to indicate a device issue. Root cause is unknown.

Event description:
Mobi-c p&f us disassembly.

Manufacturer narrative:
Traceability reviewed and inspection record does not reveal any non compliance on this lot. Additional information was requested. Not returned to manufacturer.

Event description:
Mobi-c p&f us disassembly: the implant didn't detach from cartridge. It fell apart upon removal.